Event description:
A pt implanted with a tfn on an unk date at a different facility, was noted to have a broken nail. The pt was returned to the operating room on (B)(4) 2012 for removal of the broken nail and the intact helical blade ( no screws had been used). Pt was revised to another tfn, helical blade and 2 screws. Pt reportedly is doing well.

Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional common device name: hwc.

Event description:
This report is 1 of 1 for (B)(4).